Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the thermogard xp ivtm system (sn: (B)(4)) was displaying error message tcmid:02 (ce danfoss error). Alternate method was used to continue the therapy. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.